Manufacturer narrative:
An event of the valve migration was reported. Information from the field indicated that the patient did not have an acute aortic angle and the implant depth was appropriate at 3 mm prior to the migration, there was sufficient calcium to allow for anchoring of the valve. Filed indicated that valve was deployed too high position which may have contributed to the migration of valve. Field also indicated that there were no deployment difficulties and the migrated valve did not block any coronary arteries. Abbott requested information related to procedure imaging and annular dimensions, but this was not provided. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 20mm navitor valve was selected for an implant on (B)(6) 2022. The implant depth was 3mm and there was sufficient calcium to allow anchoring of the device. The patient did not have an acute aortic angle. During the procedure, a predilation was performed with 20 mm balloon. The navitor 27 mm valve was deployed too high position. A new 27mm navitor valve was recommended and placed well. The patient remain hemodynamically stable throughout the procedure and no clinical significant delay as the result of this event. No patient consequences were reported.